Event description:
The company was informed that the patient has reportedly lost lock with his internal device. The patient's device was explanted. The patient was reimplanted with another advanced bionics device.